Event description:
During a prolapse and hemmorhoids procedure, the device was fired, the staples only formed 3 quadrants of the circle. The doughnut came out regularly, so the surgeon had to suture over the the quadrant of the transection. There was no patient consequence.